Event description:
It was reported to MFR that the site's handheld would not turn on. The physician had attempted to reset and the issue did not resolve. The site requested a new hand held be sent to replace the non-working device. Additional info was received from the site indicating that the non-working hand held had been stolen. Therefore, no further troubleshooting could be performed and the device will not be returned to the MFR for analysis.